Event description:
During product service by a service technician, a flogard infusion pump was found to have a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The low battery alarm was identified during battery testing. The cause of the alarm was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.